Event description:
A customer reported that an epiq 5g ultrasound system has a control panel motion fault. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
The customer declined service, support or repair of the epiq 5g ultrasound system. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. H3 other text : customer declined service, support or repair.